Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set the luer adapter came loose from holder and blood leakage occurred. The following information was provided by the initial reporter, translated from german to english: when the vein was punctured with this cannula, the connecting piece of the tube (transparent) and the vacutainer tube attachment (white) came loose without the intervention of the medical staff, so that the patient's blood simply ran out at the end of the system and unhindered all work surfaces, chair, floor, and the patient and the staff themselves. The faulty cannula is no longer available due to the contamination. An unused copy of the same batch is still available if required. I ask for information and, if necessary, forwarding to the responsible body.

Manufacturer narrative:
The following fields have been updated with corrected information: for OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, japan is an OEM manufacturing site.

Manufacturer narrative:
Medical device lot #: (B)(4) was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer(r) safety-lok" blood collection set the luer adapter came loose from holder and blood leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: when the vein was punctured with this cannula, the connecting piece of the tube (transparent) and the vaccutainer tube attachment (white) came loose without the intervention of the medical staff, so that the patient's blood simply ran out at the end of the system and unhindered all work surfaces, chair, floor, and the patient and the staff themselves. The faulty cannula is no longer available due to the contamination. An unused copy of the same batch is still available if required. I ask for information and, if necessary, forwarding to the responsible body.

Manufacturer narrative:
H6. Investigation: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set the luer adapter came loose from holder and blood leakage occurred. The following information was provided by the initial reporter, translated from german to english: when the vein was punctured with this cannula, the connecting piece of the tube (transparent) and the vacutainer tube attachment (white) came loose without the intervention of the medical staff, so that the patient's blood simply ran out at the end of the system and unhindered all work surfaces, chair, floor, and the patient and the staff themselves. The faulty cannula is no longer available due to the contamination. An unused copy of the same batch is still available if required. I ask for information and, if necessary, forwarding to the responsible body.